Event description:
It was reported the pt did not like the stimulation in her legs and the stimulation changed when she changed the position. Reprogramming attempted in the past did not resolve the issue and the pt stopped using the system. Pt had been scheduled to consult with her physician regarding an explant.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.